Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through log file analysis, which revealed 15 controller fault alarms. These alarms had error code sys_uic_aps_fail. Controller faults of type aps_fail are suspected to be related to a leaky diode on the automatic power switch (aps) circuit. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Heartware has opened an internal investigation to evaluate controller fault alarms due to the aps. The most likely root cause of the reported event can be attributed to a leaky diode on the automatic power switch of the controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that while the patient was in the clinic, the perfusionist on call heard an alarm coming from the patient's controller. The device was exchanged with no reported patient consequences. No further information was provided.